Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical hernia. It was reported that after implant, the patient experienced adhesions, pain, suffering, inflammation, bowel problems, infections, defective device, mesh failure, mental anguish, mental pain, emotional distress, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included mesh revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.